Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). A remote service engineer (rse) ordered and shipped a replacement speaker to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was ordered and sent to customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker inop and no audible sound coming from the device. The device was not in clinical use at time of event, no patient involvement.